Manufacturer narrative:
The sample was received on 05/20/2009 and is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted. (B) (4). (B) (4).

Event description:
The catheter was inserted on (B) (6) 2008. In (B) (6) 2009 the nurse discovered leakage near the oval disk while flushing the catheter. In (B) (6) 2009 the wife of the pt found the catheter broken. Three days later they reported the broken catheter to the nurse in which x-rays were taken immediately. The x-rays revealed the catheter was in the pulmonary artery. The catheter was removed successfully by a snare and surgery in femoral vein.